Event description:
Client called to report air in her tubing. When rn went out to troubleshoot problem pump tubing was found broken. Tubing had cracked and broken at the cassette area. Tubing was totally enclosed in a plastic case and protected when it became broken.